Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted in no problem found. The issue was not verified in lab therefore no conclusion could be made. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The site reported they experienced difficulty obtaining an adequate registration of the patient's lungs for the superdimension procedure. The physician chose to cancel the case. The patient was under general anesthesia and did not experience any complications. If additional information pertinent to the incident is obtained a follow-up report will be submitted.